Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction during his/her 2 day wear of an adc freestyle libre sensor. Customer further reported experiencing symptoms described as itching, redness, and "blister" and having contact with a healthcare professional who prescribed betamethasone 0.005% steroid ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: device mfg date has been updated based on the returned product download. The reported sensor has been returned. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Performed visual inspection on the sensor plug assembly, no failure mode was observed. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
Customer reported experiencing an allergic reaction during his/her 2 day wear of an adc freestyle libre sensor. Customer further reported experiencing symptoms described as itching, redness, and "blister" and having contact with a healthcare professional who prescribed betamethasone 0.005% steroid ointment for treatment. There was no report of death or permanent injury associated with this event.